Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes for the revision surgery and office visit notes were provided. Office visit notes confirm that patient's left knee was revised with possible patellar augmentation with capsular debridement and polyethylene exchange. Per notes, the postoperative radiographs reveal good prosthesis alignment and no evidence of prosthesis loosening. The op-notes confirm that the patient underwent revision for left knee with posterior capsule release and had polyethylene insert replaced on (B)(6) 2013 due to painful and stiff left knee with lack of extension. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Medical records were received which confirmed that the patient underwent first revision for left knee with posterior capsule release and had polyethylene insert replaced in 2013 due to painful and stiff left knee with lack of extension. Op-notes from (B)(6) 2013 state that patient still had a slight flexion contracture after a new articular surface was inserted. Office notes dated (B)(6) 2015 state that patient was scheduled for second revision surgery for left total knee on (B)(6) 2015. It was reported that the post-operative radiographs taken on the same visit showed good prosthesis alignment and no evidence of prosthesis loosening. Office notes also state that the patient planned to proceed with the revision surgery of the left knee with possible patellar augmentation with capsular debridement and polyethylene exchange as scheduled. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a stiff knee. The surgeon performed an irrigation and debridement as well as multiple soft tissue releases. A new articular surface was inserted.